Manufacturer narrative:
Date of report: 31aug2021.

Event description:
The biomed is reporting that the v60 touchscreen will not pass touchscreen calibration. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support reporting that they have attempted multiple touchscreen calibrations. Product support advised customer to check for punctures or residue on the touchscreen. Biomed reported that the touchscreen had a white residue on it. Product support advised customer to clean the touchscreen and wipe off any residual cleaning solution with a dry cloth. Customer attempted another touchscreen calibration. Product support provided biomed with the part # for the v60 touchscreen in case the problem returns after removing the white residue on the touchscreen. The biomed reported that the touchscreen calibration was successful. Customer has confirmed the touchscreen is now responding successfully. No part was replaced.